Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, return specimen analysis and in-house testing of alinity I syphilis tp reagent lot 49618be01. The ticket search determined that there is as expected complaint activity for the likely cause lot. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. Return sample analysis: the returned specimen sample was tested with the following results: sample ID (B)(6) alinity I syphilis tp: 0.64 s/co (non-reactive); recomline treponema igg: negative; recomline treponema igm: negative sample ID (B)(6) alinity I syphilis tp: 0.95 s/co (non-reactive); recomline treponema igg: negative; recomline treponema igm: negative sample ID (B)(6) alinity I syphilis tp: 0.67 s/co (non-reactive); recomline treponema igg: negative; recomline treponema igm: borderline during in-house testing non-reactive results were generated for the return samples with alinity I syphilis tp lot 50281be01. Therefore, this lot was investigated too. As also with this reagent lot results were non-reactive it could be shown that the issue is not lot specific. In-house testing of retained reagent kits of the complaint lot was performed. All specifications were meet and no false non-reactive results were obtained, showing that the lot generates the expected results. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I syphilis tp reagent lot 49618be01.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I syphilis tp results on multiple patients that positive on other method. The results were provided: sid (B)(6): initial=0.65 s/co (< 1.00=nonreactive) /repeated=0.62 s/co and 0.60 s/co /on maccura=5.11 /on colloidal gold=weak positive /tppa=positive /rpr=negative. Sid (B)(6): initial=0.92 s/co /repeated=0.90 s/co and 0.89 s/co /on maccura=2.32 /on colloidal gold=weak positive /tppa=weak positive /rpr=negative. Sid (B)(6): initial= 0.66 s/co /repeated=0.63 s/co and 0.63 s/co / on maccura=1.93 /on colloidal gold =weak positive /tppa=weak positive /rpr=negative there was no reported impact to patient management.